Event description:
It was reported that in the online survey a physician stated that patient did not agreed the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because the IFU presented inadequate instructions for healthcare professional" in relation to aquamatic® biocath® foley catheter, standard length, 5ml balloon and no french size specified.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that in the online survey a physician stated that patient did not agreed the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because the IFU presented inadequate instructions for healthcare professional" in relation to aquamatic® biocath® foley catheter, standard length, 5ml balloon and no french size specified.